Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device failed the backup alarm test during preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. The remote service engineer (rse) confirmed that the 1104 "backup alarm failed" error occurred in the event log and discussed troubleshooting with the customer. The rse informed the customer that per the service manual, the manufacturer's recommended repairs include: 1. Replace motor controller (mc) printed circuit board assembly (pcba). 2. Replace central processing unit (cpu) pcba. 3 replace power management (pm) pcba. The rse also informed the customer that if the customer has a spare device, the customer should try to replace the mc pcba to see if the problem stayed with the device or followed the mc pcba. If the problem followed the mc pcba, the customer should replace the mc board. If the problem stayed with the device, the customer should replace the cpu pcba. The rse then provided the customer with the part numbers of the mc pcba and cpu pcba for repair. The customer called back to provide the information that the pm pcba was replaced previously during the performance of a field change order (fco86600066).